Event description:
During a plantar fasciitis, the physician was utilizing a topaz microdebrider (icw). While using the wand, it was noted that saline was not being delivered to the distal end. A bulb syringe was used to force saline to the tip of the wand. This happened again with another topaz microdebrider (icw) of the same lot. The procedure was ultimately completed and no patient injuries were reported as a result of this event.

Manufacturer narrative:
Reference manufacturer report: 9019871-2012-00626. A review of the device history records found no non-conformances associated with this manufactured lot.